Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter after connecting to the monitor after the placement, the temperature above 40 degrees were measured on the 4th day of use.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original package) used temperature sensing silicone foley catheter was received. Visual inspection of the sample noted no obvious visible defects. A potential root cause for this failure mode could be due to a damaged thermistor. The device did not meet the specifications and was influenced by the reported failure. The product used for the treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Warning: after use this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the to be conducted safely. Any deviation may result in a serious injury to the patient. Catheters should be replaced in accordance with the cdc guideline guideline for prevention of catheter-associated urinary tract infection. At the onset or first signs of a urinary tract infection catheter encrustation or any other catheter related adverse effect the catheter should be replaced. Caution: aggressive traction particularly in the presence of suturing, is not recommended for 100 percent silicone balloon foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol the valve arm may be severed. If this fails contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that foley catheter was connected to the monitor after the placement. The temperature was observed to be above 40 degrees on the 4th day of use.